Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 23mm aortic valve was explanted at implant. Reason was not provided. As reported the surgeon sized 21mm first and knew it was too small but when 23mm was felt it was a little tight. The surgeon proceeded with 23mm aortic pericardial valve. Off bypass the patient went into ventricular fibrillation. The surgeon explanted the valve and decided not to use valve kit again but to use a different model 21mm edwards aortic surgical valve to complete the avr. The patient was noted as to be recovering well from the procedure.

Event description:
Edwards received notification a 23mm aortic valve was explanted at implant due to severe pvl leading to difficulty in coming off bypass and ventricular fibrillation. The explant at implant was done to resolve the pvl that in turn was causing the ventricular fibrilation. The surgeon sized 21mm first and knew it was too small but when 23mm was felt it was a little tight. The surgeon proceeded with 23mm aortic valve. No additional debridement was performed. Off bypass the patient went into vf. There was no any injury that led to the explant in addition to the ventricular fibrillation. The patient had trileaflet native aortic valve with no aortic insufficiency. The shape of the annulus was oval. Snares were tight. The delivery system was supported. No downward pressure was applied in the system during deployment. No pledgelets used. As per medical opinion, the pvl was caused by either incorrect positioning or displacement on deployment. As reported, intuity valve might be oversized. The surgeon explanted the valve and decided not to use aortic valve kit again but to use a 21mm aortic pericardial valve to complete the avr. The pvl was resolved by using the 21mm valve. The patient was noted as to be recovering well from the procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. The cause of the event cannot be determined.